Event description:
A us distributor contacted zoll to report that a (B)(6) patient had a skin irritation under her right breast due to the rubbing of the lifevest. The patient reported that the irritation was an open sore that was the size of the electrode that looked infected and smelled. A follow-up on (B)(6) 2015 indicated that the patient's nurse gave her a medicated cream to apply to the sore. A final follow-up on (B)(6) 2015 indicated that the patient's irritation had been healing and she was not having any further issues.

Manufacturer narrative:
(Other): biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device, including the blue(tm) defibrillator gel.